Event description:
Affiliate called to report no audio tone is present. Beep volume correctly set, self test performed, but no audible signals produced.

Manufacturer narrative:
Unit had no audible tone due to bent transducer spring.